Manufacturer narrative:
Summarized patient outcomes/complications of the long-term outcomes of aortic valve replacement (avr) for individuals aged < 60 years, predominantly using mechanical valves. Were reported in a research article "twenty-year experience following aortic valve replacement in patients younger than 60 years of age", in a subject population with multiple co-morbidities including hypertension, hyperlipidemia, diabetes mellitus, chronic obstructive pulmonary disease, hemodialysis, smoking, aortic stenosis, aortic regurgitation, bicuspid aortic valve, aortic valve disease (degenerative, infective endocarditis, rheumatic, aortitis. Some of the complications reported were surgical intervention (reoperation), bleeding, stroke, heart block, atrial fibrillation, paravalvular; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "twenty-year experience following aortic valve replacement in patients younger than 60 years of age"

Event description:
The article, "twenty-year experience following aortic valve replacement in patients younger than 60 years of age", was reviewed. The article presented a retrospective, single center study to evaluate the long-term outcomes of aortic valve replacement (avr) for individuals aged < 60 years, predominantly using mechanical valves. Devices included ats (medtronic), on-x (on-x life technologies), unknown abbott mechanical heart valve (abbott/st. Jude), carbomedics (sorin spa), inspiris resilia (edwards lifesciences), carpentier-edwards magna ease (edwards lifesciences), mosaic (medtronic), and trifecta (abbott). The article concluded that patients aged < 60 years undergoing aortic valve replacement with a high mechanical valve implantation rate had favorable long-term outcomes. [The primary and corresponding author was ryosuke kowatari, department of cardiovascular surgery, iwate medical university, 2-1-1 idaidori, yahaba-cho, shiwa-gun, iwate, yahaba 028-3695, japan, with corresponding email: kowatari@hirosaki-u.ac.jp] the time frame of the study was from march 2000 to december 2020. A total of 170 patients were included in the study, of which 24 patients received an abbott device. The average age was 49 years and the majority gender was male. Comorbidities included hypertension, hyperlipidemia, diabetes mellitus, chronic obstructive pulmonary disease, hemodialysis, smoking, aortic stenosis, aortic regurgitation, bicuspid aortic valve, aortic valve disease (degenerative, infective endocarditis, rheumatic, aortitis).